Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. Based on results of the device evaluation, the legal manufacturer attributes the likely cause to user handling or technique.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 30-mar-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. During the visual inspection, the bending section had 10 broken strands. There was leakage between the I/t boot and grip. There were minor dents and scratches on the c-body probe unit, insertion tube, and ultrasound cord. Two elements on the ultrasound image were broken. The reported event was confirmed. The most likely cause of the reported event was due to unintended use error.

Event description:
Olympus received a complaint from the user facility stating that there was a leak on the cord just under the biopsy port. There was no patient involvement.